Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018; 457445 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and sensing was diminished. The rv lead appeared to have perforated the right ventricle and the patient complained of "fluid on the lungs". During the procedure to cap rv lead, it was noted that the helix could not be retracted and appeared to be bent. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.